Event description:
It was reported that during reprocessing that the plastic by the tip was found cracked on the monopolar curved scissors. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported cracked tip; however for clarification, the nonconformance was a cracked main tube at the distal end. The main tube exhibited a crack from the retaining ring of the shaft propagating downward linearly. The crack was approximately 0.565. Engineering concluded the main tube likely cracked due to excessive side loading or other type of mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.